Event description:
It is reported that the dressings dried and stuck to the patients wound beds resulting in the areas to be covered with 50-100% slough presenting as a yellow-cheesy like appearance. It is further reported that the wound beds were hydrated nine (9) times and the patient screamed in pain during the removal of the dressings.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Final quality evaluation performed on 07/21/2014 is based on the following requirements: no lot# provided. However, an investigation was initiated and closed on 07/18/2014 by third party manufacturer, (B)(4), based on the review of the device history records, sterilization process documentation, and retain samples for the previous ten (10) lots. Results showed no non-conformances in the raw materials, manufacturing, packaging, or the sterilization processes. (B)(4) suggests that "consideration may be given to using an adhesive dressing or covering the non-adhesive dressing with securement that is more air restrictive. Non adhesive dressing, incorrectly applied can be exposed to the atmosphere in a manner that can cause evaporation of fluid from the exudates, and aid in the drying of the wound". This complaint is now a part of (B)(4) CAPA system. (B)(4) will continue to monitor that system for any indication of repeatable reports by complaint type and by product number. Additional quality evaluation states that there were (B)(4) similar reports of the dressing becoming stuck to the wound/drying up; (B)(4) of these within the past year. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. There are two (2) cases associated with this product; therefore, a separate FDA form 3500a has been generated to address the other case. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.